Event description:
It was reported that bd¿ thin wall pen needle was unable to deliver insulin. The following information was provided by the initial reporter: I am a diabetic patient (type I) and I am using your product thin wall (bd/ 4mm) injection for at least 3 years. Sometimes I face a serious problem with the injection. It occasionally does not work and the insulin does not get administered. This is a serious problem because I might be thinking that I took my dose of insulin, but in reality, I didn't. There are times that I can understand if a dose is administered or not, but I cannot always tell this happens mostly when the dose is a few units.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that bd¿ thin wall pen needle was unable to deliver insulin. The following information was provided by the initial reporter: I am a diabetic patient (type I) and I am using your product - thin wall (bd/ 4mm) injection for at least 3 years. Sometimes I face a serious problem with the injection. It occasionally does not work and the insulin does not get administered. This is a serious problem because I might be thinking that I took my dose of insulin, but in reality, I didn't. There are times that I can understand if a dose is administered or not, but I cannot always tell this happens mostly when the dose is a few units. D.1. Medical device brand name: bd¿ thin wall pen needle. D.3. Medical device manufacturer: becton dickinson and co. (Dun laoghaire) d.4. Medical device catalog #: 320211. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. D.4. Medical device lot #: 0253587. D.4. Medical device expiration date: 9/30/2025. H.4. Device manufacture date: 9/9/2020. D.4. Unique identifier (UDI) #: (B)(4). D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/4/2021. G.1. Manufacturing location: becton dickinson and co. (Dun laoghaire) g.4. PMA / 510(k)#: na h.6. Investigation: five open 32g x 4mm pen needle samples were returned from lot. No. 0253587, cat. No.320211. Visual examination was carried out on the five returned samples and a bent non patient end of cannula was observed on all five samples. An attachment of the pen needle samples to a pen was carried out and no issues were observed. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were returned therefore the complaint could not be confirmed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: I am a diabetic patient (type I) and I am using your product: thin wall (bd/ 4mm) injection for at least 3 years. Sometimes I face a serious problem with the injection. It occasionally does not work and the insulin does not get administered. This is a serious problem because I might be thinking that I took my dose of insulin, but in reality, I didn't. There are times that I can understand if a dose is administered or not, but I cannot always tell this happens mostly when the dose is a few units.